Event description:
Account said the casters are not holding.

Manufacturer narrative:
Tech found the casters are not holding. Tech replaced all casters. Tech checked the brake/steer functions. All worked normal. Pursuant to or response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.